Event description:
It was reported that during an unspecified procedure, the "stent of the balloon twisted off". This 3.5mm x 150mm x 150cm coyote balloon catheter was selected; however, the "stent of the balloon twisted off on the wire". The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).